Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited low r-wave amplitude variation and failed to sense. The lead was capped and replaced on (B)(6) 2022. The patient was stable post-procedure.